Event description:
The dr claims that the graft was implanted as an ascending aortic replacement for an emergency bentall procedure for a ruptured acute type a dissection aneurysm. The pt was in bad condition, exhibiting fibrinogenolysis and coagulopathy. The procedure was performed under deep hypothermia (60 minutes at 18 degrees c). The graft leaked blood from its suture holes during the procedure. There was no bleeding through the walls of the graft. Total amount of blood lost through the suture holes is unknown at this time. The bleeding was controlled with fibrin glue. It took 3 to 4 hours to stop bleeding. The pt received 5 liters of blood transfusion. The pt is now doing well and will be discharged soon. On 8/2/2000 and 8/3/2000, co learned that the anastomosis was started with 4-0 prolene on taper-point needle and when the suture hole leaked, the dr then changed the needle and suture to 6-0 prolene. Neither needle was a cutting needle. The leakage did not stop and was controlled with fibrin glue. The dr believes the initial suture hole was larger than usual. The exact quantities of blood loss through the suture holes and from the procedure in general are unknown and unattainable. Note: the graft was left in.